Event description:
It was reported that the ridge on the tube irritates pt's mucosa. The involved device was reported as a size 4cfn device. The info rec'd was limited. The involved device was returned and submitted to the analytical lab for eval. Results of the analytical lab eval noted in section h.10.